Manufacturer narrative:
The supplier (B)(4) investigated the photos and concluded that there were two essential parts missing. The first part is a metal pin which makes sure that the safety cable is in place. The second part is a safety clip. The fse confirmed that the customer forgot to install the two parts when they moved the radiation shield to a new position. The fse ordered a new ceiling mounted radiation shield and the safety cable is now in place. The system was left within specifications. (B)(4).

Manufacturer narrative:
Investigation in progress. (B)(4).

Event description:
Philips received a complaint from the customer that after surgery the ceiling mounted radiation shield dropped and was broken. There was no patient or user harm due this issue.